Manufacturer narrative:
H.10: the reported issue could be confirmed through the analysis of the serial read-out where two error codes occurrences were stored. Moreover, the affected part was requested for further investigation. Results revealed a deviation of the dc/dc converter output voltage. The motor control board and the board where this component is built were replaced and the issue could be solved.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and he could not confirm the reported error. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the vent pump of a s5 system displayed an error message during procedure. The user restarted the s5 roller pump but the error reoccurred two more times. There was no report of patient injury.